Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a potential false positive troponin I (tni) result using triage cardiac panel test. An ER patient's whole blood sample resulted in a positive tni result. When the pt was redrawn three hours later, the tni result was negative. The first sample was retested with a negative tni result. Pt was not admitted to hospital and no alternate lab testing was performed.